Manufacturer narrative:
The navlock probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned probe has evidence of severe galling near the knuckle causing the report fit issue. There was a mechanical failure observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacture date was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the purple navlock and thoracic probe at the site were stuck together and were unable to pull them apart. The manufacturer representative confirmed that they are following our sterility properly. No patient was present at the time of the event.